Manufacturer narrative:
(B)(4). Date sent: 8/5/2021 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ecr60w reload (b) was received sterile and with no apparent damage. The reload was received unfired. Quality documents and records were reviews, and it was determined that the reload was manufactured within process specifications as part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the reload complies with jnj standards. Lot: t40511 batch: t5a899.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Event description:
It was reported that during an unknown procedure 2 reloads were identified and were mislabeled vs the cartridge in package. Ecr60w but reload is a gst60w. These were in sterile core and not identified during a procedure. There were no patient consequences. No further information is available.